Event description:
Per the clinic, the patient was hospitalized in (B)(6) 2009 (specific date not reported) for nausea, vomiting, and dizziness after experiencing a sudden loud noise and pain while using a telecoil at a meeting. The patient was treated with antibiotics (type not reported). The symptoms resolved, and the patient resumed use of the device. No additional episodes were reported.

Manufacturer narrative:
(B)(4). Implanted device remains.